Event description:
Handpiece not working even after changing cords-replaced with new handpiece. Delay only in waiting to get new equipment.======================manufacturer response for harmonic ace36e, (brand not provided) (per site reporter)======================rep was made aware.